Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot#: 3000533734 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the harvester was using the vasoview hemopro 2 to harvest the saphenous vein. After the dissection process was completed, the harvester started to perform branch ligation. When attempting to ligate 2 large branches, the device failed to properly seal the branches before cutting the branches. This led to a moderate amount of blood loss into the harvesting tunnel. This blood caused poor visualization and the harvester felt it was therefore unsafe to continue with the endoscopic procedure. Therefore, 3 separate incisions were make in the thigh, each about 2 - 3 inches long, to clip the bleeding branches and to finish the vein harvesting procedure. No injury occurred due to the defect but the procedure did have to change from an endoscopic procedure to an open procedure. There was no postoperative wound complication and no intervention was needed. No blood transfusion.